Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-dec-2017 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. During visual inspection of the pump, it was observed that the returned battery cap were undamaged and able to fit securely to the pump. During testing, the pump powered on with functional auditory and vibration alerts. A hard call service 069 alarm occurred when the pump powered up and the investigation was unable to recover from cs 069 after reboot. The investigation was unable to be adequately investigated due this alarm and additional failures.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.